Event description:
Patient reported that they were injected in the lips, cheek bone, and oral commissures with juvederm ultra xc and later experienced a variety of symptoms including tiny little white bumps, constant burning, tugging, pulling, aching sensation, having a hard time swallowing and talking, racing heart, nausea, can barely eat and sleep, cannot concentrate, tired, headaches, jaw aches, pain, tired eyes, hard lips, and shortness of breath. Treatments have included hyaluranidase, massage, and warm compress. Within two weeks of injection, patient received botox. No other information was provided.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of tiny little white bumps, constant burning, tugging, pulling, aching sensation, having a hard time swallowing and talking, racing heart, nausea, can barely eat and sleep, cannot concentrate, tired, headaches, jaw aches, pain, tired eyes, hard lips, and shortness of breath are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.